Event description:
It was reported that the patient developed postoperative infection following the titanium anchor procedure. Approximately 2 months post implantation, an incision and drainage was performed and anchors removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10. P44-111-3012-sk, suture anchor titanium 3.0x12mm sk, lot 5011464. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.